Event description:
The surgical intensive care nurse reported the tubing separated at the y-site during pt use. Pt was receiving maintenance fluid when separation occurred. Nurse does not know name of maintenance fluid being administered. No pt injury or medical intervention has been reported at this time.